Event description:
It was reported that during a da vinci colon resection procedure, the surgeon experienced an error message indicating that the endowrist one vessel sealer instrument was unable to perform the cut function. After releasing the grips on the endowrist one vessel sealer instrument, the surgeon observed that the cut was not sealed and the patient started bleeding. The surgeon was able to stop the bleeding by re-cauterizing the affected area. Reportedly, the instrument was discarded. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site's isi clinical sales representative (csr). According to the csr, he was not present during the surgical procedure; however, he discussed the reported event with the surgeon who performed the surgical procedure. The surgeon indicated to the csr that she heard the audio tones indicating that the patient's vessel was being sealed and it was only after she attempted to cut the vessel that she saw that the patient was bleeding. The surgeon told the csr she re-grasped the vessel using the same endowrist vessel sealer instrument and the vessel was sealed. No other information was provided. On (B)(4) 2014, isi contacted the initial reporter of this complaint. According to the initial reporter, she believes that the surgeon was sealing the patient's mesentery vessel. During sealing of the vessel there were no issues noted by the surgeon. The initial reporter indicated that she does not know the size of the vessel and she does not know the disease state of the vessel. The patient did not require a blood transfusion. No other information regarding the patient was provided.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. Review of the instrument's control box (icb) showed that there was one incomplete cut that occurred during use of the instrument. This complaint is being reported due to the following conclusion: during a da vinci colon resection procedure, after the surgeon sealed/cut the patient's mesentery vessel, it was noted that the patient was bleeding from the vessel due to a possible inadequate seal. There was no report of a malfunction of the da vinci surgical system, endowrist vessel sealer instrument and/or accessories during the surgical procedure.